Event description:
The account alleges that the device does not function, which results in a loss of head up.

Manufacturer narrative:
The tech is scheduled to replace the power control module, to resolve this issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.